Manufacturer narrative:
Correction: the PMA was corrected to p080025. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked the circumstances that led to the leaking and implant repositioned the patient responded it was pressing on their sciatic nerve. When asked the steps taken to resolve the leaking was repositioning of the implant the patient responded it was pinching their sciatic nerve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that he was having leakage. The healthcare provider repositioned ins from right side to left side of the body. The patient was able to access the patient programmer and synced with ins. It was noted that stimulation was on and program 4 at 3.6 v. Patient increase stim to 4.4v and patient was feeling stimulation in the correct area. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.